Event description:
A malfunction alarm was reported, and it displayed malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, but the customer was not at home with the charger and planned to call back to reset the pump.